Event description:
It was reported that the tubing of an unspecified quantity of non-dehp high flow rate extension sets distended which resulted in variable flow rates when using with an unspecified syringe pump. The process step during which this occurred was unknown and was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.